Manufacturer narrative:
Concomitant products used during the procedure: carto 3, model #: m-4800-01, serial #: (B)(4); cool flow pump, model #: m-5491-02, serial #: (B)(4); navistar rmt thermocool catheter, model #: d-1266-01-s, lot #: unk; lasso nav eco catheter, model #: d-1349-01-s, lot #: unk. (B)(4).

Event description:
After an atrial fibrillation (afib) procedure, it was reported during a follow-up appointment patient had a third degree burn on patient's lower back. Antibiotics were administered to the patient and the patient was referred to a wound specialist for surgical debridement. The patient was in stable condition.

Manufacturer narrative:
(B)(4). After an atrial fibrillation (afib) procedure, it was reported during a follow-up appointment, patient had a third degree burn on patient's lower back. Antibiotics were administered to the patient and the patient was referred to a wound specialist for surgical debridement. The patient was in stable condition. Stockert IFU states that the area of patch application must also be thoroughly cleaned, dry, and preferably shaved for optimum placement and grounding of the patch to reduce the likelihood of skin burn. It was reported that due to patient perspiration, the adhesion of the patch may have been compromised, however, further details have not been provided by the facility. The facility indicated that the event was not caused by bwi equipment and declined service as no malfunction of the device was noted. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device.